Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. Repeated attempts to have the device and components evaluated were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported repeated attempts were unsuccessfully made to obtain information for a ventilator that was alarming for a ventilator inoperative alarm condition. The device has since been returned to a third party service center and the customer's complaint was confirmed. An oxygen concentration failure was also observed. The device's system board, oxygen blending module board and capacitor were replaced to address the issues.